Event description:
As reported by the user facility: pump failed to deliver levophed yesterday evening (B)(6) 2014 that caused a pt to have a cardiac arrest. Resuscitative efforts were successful and the pt remains at ssm sjhc. Family was present. Attending physician was present. Pt's blood pressure was noted to be drifting down in the 40's. Pt was currently on levophed infusion at 90 mcg/kg/min. Rn went to room to turn levophed up to increase bp. Pump was noted with warning (but no alarm) that stated drop sensor. The rn noted that the levophed gtt was not infusing. Pt's bp continued to drop and code blue called. Pt went asystole. New pump obtained and levophed restarted. Please refer MFR report# 9610825-2014-00076.